Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms one of the connection pegs on the device is fractured off. The piece was not returned with the device. The device exhibits signs of significant wear and use. A medical investigation was conducted and confirms per email correspondence, there was no patient injury, as the device broke while on the back table. Reportedly, the procedure was completed without delay, using a backup device. No further medical assessment is warranted based on the information provided. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the gii ps high flex impctr hd 3-8 is broken. The procedure was completed without delay using a s+n back-up device. No patient injuries and all pieces recovered no other complications were reported.